Event description:
The user facility reported the bolt came loose while in the pt's cranium. There was no report of pt injury or death. The user facility believes the bolt came loose due to the surgeon's bad technique.